Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.5/+3.0/105 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault and a longer length lens was implanted, although it is unknown if this was done within the same initial surgery. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.5/+3.0/105 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
Additional information: b5: per email received on 11-apr-2023, the replacement lens was implanted within the same surgery that the initial lens was removed. H6- health effect - impact code: updated from 4627 to 4629. Claim# (B)(4).